Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred. Customer's blood glucose was over 250 mg/dl and the customer did not feel well. Reportedly, the customer believed there was insulin in the cartridge. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.